Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarms. Device received with cracked case from display window corner, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had received motor errors and the screen had a chip in it and was very cloudy from the scratches on it impairing the visibility. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had received unexplained no delivery alarms and there was a large crack on the top right side of the screen. The customer reported that the insulin pump was working but a couple of times, he had to fiddle with the insulin pump to get it to work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case from display window corner, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).